Event description:
Additional information received reported that the patient did not have any concerns with her device or therapy. The patient had an appointment with her hcp or a manufacturer representative on (B)(6), 2012 and her concerns were resolved.

Event description:
It was reported that the patient was unable to adjust the stimulation. The patient programmer displayed the "call your doctor" icon and a power on reset condition was reported. The patient also reported having had a cardiac ablation in (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3093-28, serial #(B)(4), implanted: 2010 (B)(6), explanted: unknown. Programmer: model 3037, serial #(B)(4).